Event description:
A malfunction was reported with the occurrence of a malfunction alarm, specifically malf 12, due to momentary power loss to the vibrator motor. There was no adverse impact to the customer's blood glucose level. The technical support team provided instructions to reset the pump, which resolved the issue, and the customer was advised to continue using the pump while monitoring for any recurrence of the malfunction code.